Manufacturer narrative:
(B)(4). Lot 1274758 was unavailable for review therefore an assessment memo was available for product code 810041b. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and the mesh was implanted. Post-op, the patient experienced intense pain in the back, legs, hips, groin, thighs, knees and between the shoulder blades to the neck. The patient is having trouble walking for long due to pain and knees feel weak. The patient also has difficulty climbing stairs and hills. Since this procedure, the patient also had repeated urinary tract infections and one month ago, has just got out of one recent. Despite the procedure, the patient is occasionally experiencing incontinence and has trouble sleeping too. No further information is available.